Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). During the procedure, the sep6 was unable to advance through the cat6 and subsequently, the physician found that the cat6 was kinked mid-shaft. Therefore, the cat6 was removed. The procedure was completed using another cat6 and the same sep6. There was no report of an adverse effect to the patient.